Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for corynebacterium spp in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for peritoneal dialysis (pd). Extraneal and physioneal therapies were ongoing unchanged. On (B)(6)2012, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin (1 gm, every 3/3 days), route and dates of administration were unknown. The patient recovered on an unknown date in 2012.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.